Event description:
It was reported that the user experienced elevated blood glucose around 320 mg/dl during work and, after corrective dosing by the ilet system, blood glucose dropped to 39 mg/dl; the user stated the ilet delivered approximately 11 units within 15 minutes and used oral glucose (skittles) to treat the low, with missed meal announcements noted as a contributing behavior. Symptoms included hypoglycemia, dizziness, shaking, and confusion or disorientation. Outcomes included an urgent low glucose event and use of medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, and the involved component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.